Event description:
It was reported that one of the units presented defective; the patient reported to the customer that it is all dry and cracked. The crack appeared after more or less 1 month of use, and the cannula was sanitized with water, and the brush that comes with it every two hours.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H10: device evaluation: investigation of this complaint was limited because no physical sample was sent for investigation. Customer provided photos and video. There is shown one device with visible crack accross its length (in split line). Affected inner cannula is disposable device which is regularly cleaned by customer and therefore it shall be replaced based on its condition as described in the IFU (instructions for use): "care should be taken to ensure that the inner cannulae do not become kinked or damaged during cleaning, and that no kinked or damaged inner cannulae are re-inserted into the tracheostomy tube.". To verify inner cannulas durability we recently carried out informative testing on randomly selected inner cannula samples of each size from current batches to measure their performance using established test methods. Based on results of the testing the thin wall inner cannulas were found to be suitable for its intended use. No trend of confirmed customer complaints have been identified. Without the sample we are unable to determine root cause with certainty. The cause of the reported problem could not be determined. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.